Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a sensor update and a change sensor alarm. The customer stated that the radio frequency icon did not turn green. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed for the tester procedure for transmitter, and the customer requested to run the tester procedure for the transmitter. Troubleshooting was performed for the change sensor, and the test failed for the test procedure. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-7841zn was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Following our receipt of one unit and placed unit under microscope and found physical damage to the cow catcher and the connector pins, unable to continue with functional testing or verify loss communication due to physical damage. In conclusion, the customer complaint of communication anomaly and unexpected sensor alarms could not be confirmed, due to transmitter damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.